Event description:
Agent ide study. It was reported that in-stent restenosis (isr) occurred. On (B)(6) 2019, angioplasty was performed on the distal right coronary artery (rca) using a 2.50 x 12mm promus stent to treat the stenosis. In oct 2021, left heart catheterization revealed 80-90% severe recurrent isr of the previously deployed promus stent in the distal rca. On (B)(6) 2022, coronary angiography revealed 90% isr of previously deployed stent of the rca. The target lesion was predilated with a 2.50 x 12mm balloon, followed by treatment with the study device with 0% residual stenosis and timi flow of 3.